Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient indicated the device had alerted. An interrogation of the device showed the right ventricular (rv) lead experienced high pacing impedance, noise and a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.